Event description:
During a follow up with a home pt's nurse on an unrelated report, baxter product surveillance (ps) was notified of a peritonitis episode involing a home pt who performs automated peritoneal dialysis therapy using the homechoice cycler and associated disposables. Ps spoke with the home pt's pd nurse and she stated that the pt was transfered to hemodialysis after being diagnosed with peritonitis in 2005. The pt was hospitalized in 2005 with peritonitis and an elevated blood sugar. The pt was released in 2005 and as of 4-2005 the pt is on hemodialysis and "feeling much better with the hemodialysis treatment".